Event description:
The pacing system was implanted on (B)(6) 2020. Reportedly, during a follow-up performed on (B)(6) 2020, some daily data were found missing for a short time period. A lead impedance measurement saturated at 3000 ohms was observed. During this period, the patient was hospitalized in another hospital; the hospitalization was not device-related. No tests had been performed at that time and the patient was not treated.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2020. Reportedly, during a follow-up performed on (B)(6) 2020, some daily data were found missing for a short time period. A lead impedance measurement saturated at 3000 ohms was observed. During this period, the patient was hospitalized in another hospital; the hospitalization was not device-related. No tests had been performed at that time and the patient was not treated.